Event description:
Customer reported that a pt developed a surgical site infection at an unspecified time following a dermatological procedure. It is assumed that antibiotics were prescribed to address the event. Additional info was requested; no further info was received.

Manufacturer narrative:
Date sent to the FDA: 11/19/08. Infection occurred, conclusion code: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.